Event description:
It was observed that during the device inspection, the colonovideoscope had an endoscope accessory come out of the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device evaluation found foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the reprocessing could not be conducted properly due to leakage from bending section cover (a-rubber). The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.